Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2022-179834 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5 describe event or problem - correction. H2 type of follow up - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2022-179834 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.